Event description:
During a radiofrequency ablation procedure with sedation using a neurotherm grounding pad, a pt burn occurred. The pt returned for a subsequent procedure on (B)(6) 2015 and reported the burn at that time. A prescription for bacitracin and xeroform dressing were placed and the pt was referred to a burn clinic. It was noted that the pt reported the use of petroleum on the skin regularly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device is not available to be returned for analysis. A review of the device history record was not possible due to the lack of a known product part and lot number. Based on the info received, the cause of the reported burn could not be conclusively determined. See scanned page.